Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The pump was powered off and back on, but kept alarming. The clamp was closed, and the cassette and tapped gently. The line was massaged to disperse air bubbles in line. The cassette was then reattached and the pump was powered back on, but the alarm persisted. The reservoir volume was 9.4 and 92.6 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.